Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that button are continue to scroll without customer's input. Customer stated that time advances in insulin pump due to keypad issue. The customer¿s blood glucose level was 215mg/dl at the time of the incident. Customer was advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime compromised forced sensor system and excessive no delivery test due to buttons not responding. No numbers scrolling during testing noted.